Event description:
It was reported the patient fell and their lead was twisted many times before separating from the battery completely. Impedances read 4,000 ohms. X-rays showed the lead was fractured. The patient had a burning sensation at the device pocket, extension connection, and lead location. The lead and stimulator were confirmed to be flipped. The system was replaced.

Event description:
It was reported the patient was doing well and had no further issues.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v926977, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of tined lead l/n v926977 found non-conformance in the form of broken conductors due to overstress. # 0 conductor was broken (overstress damage) 1.6 cm from the proximal end. All conductors were broken (overstress damage) 3.5 cm from the proximal end. All conductors were broken (overstress damage) at the distal end of the medial segment of the lead. Analysis of interstim ii s/n (B)(4) found insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.